Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit alarmed with vent inop due to a pressure regulation high reference failure. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the facility biomedical engineer reported he was unable to duplicate the reported issue. He ran the device for over 24 hours, following manufacturer's technical support advice, and there were no issues with the device. Resolution and disposition: no parts were replaced. The device successfully passed performance specification testing.